Manufacturer narrative:
Wall of plastic tray was damaged, compromising the seal. CAPA-2024-0039 has been opened to address this issue.

Event description:
During surgical preparation, a 50x20 offset head was opened and it was seen that the side wall of the plastic tray was damaged, breaking the primary sterile barrier. The white outer box was undamaged and did not show any signs of the contained defect. No surgical delay noted. CAPA-2024-0039 has been opened to address this issue.